Event description:
Related manufacturer reference number: 2017865-2024-00311. It was reported that the right atrial lead was explanted due to an insulation breach and noise. While explanting the right atrial lead the right ventricular lead was damaged and was subsequently explanted. Further information was requested however was not provided.

Manufacturer narrative:
The reported event of lead damaged during explant was confirmed. As received, a complete lead was returned in two pieces. Visual inspection found the lead was damaged in multiple locations. The cause of the reported event was due to procedural damage. Electrical testing did not find any indication of conductor fractures. Internal shorting between conductors was due to procedural damage.